Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and a located the leak on the sample side of the system. The fse also found a small connector unscrewed in the back of the front panel. No additional information was provided for the servicing of this issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the immage 800 immunochemistry system was leaking an unknown fluid into the sample wheel compartment. The customer also indicated that the fluid left a dried white residue on the unit. No operator exposure was reported for this event.